Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted surgically into the left femoral artery in a 76-year-old male patient with a past medical history of coronary artery disease (cad), presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, and on a bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an impella stopped/motor current high alarm. The decision was made to exchange to a new impella. There was no noted interruption of flow or support for the patient. Fourteen days after impella insertion, the device was removed. The impella functioned at p-9 at 3.6l/min as intended. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Updated h3 device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the pump stop issue was related to bearing wear based on returned product investigation and data log review. Pump stop was reported on the 14th day of pump use. Per impella cp design trace matrix 0046-9910, the design life for the impella cp is 8 days. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D9: added the devices return information.